Event description:
It was reported that this pacemaker detected a high out-of-range pacing impedance measurement on the right ventricular (rv) lead the day after implant, although this did not come through as an alert. Device data was reviewed two days post implant and all lead measurements were within normal ranges. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker detected a high out-of-range pacing impedance measurement on the right ventricular (rv) lead the day after implant, although this did not come through as an alert. Device data was reviewed two days post implant and all lead measurements were within normal ranges. No adverse patient effects were reported. Technical services was consulted and confirmed the device was taken out of storage a few days before implant, and the out-of-range measurement was pre-implant. Out-of-range measurements take precedence and will be recorded by the device even if the latter measurement is within range.